Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the device unpackaging and prior to use of the xience xpedition stent delivery system (sds), there was no stent implant on the balloon. There was no patient involvement; the device was not used. A different sds was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.